Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient is septic and a remote transmission was sent. There were also indecipherable dual electrograms found on the pacemaker transmission. The device remains in use. No further patient complications have been reported as a result of this event.